Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00373.

Event description:
The customer reported to olympus during an unspecified procedure, the balloon came off of the endoscope while the endoscope was removing the scope from the endotracheal tube while inflated. The balloon was not retrieved or located anywhere. The customer stated it is unknown where the balloon is. The customer reported a 'full scan' of the lungs was performed and the balloon was not identified in the patient. The balloon was not found in the room after searching as well. No patient injury or harm reported. (B)(6): scope. (B)(6): balloon.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. The following fields were updated: b5, d4, e3.

Event description:
The customer provided additional information: the procedure being performed was a diagnostic endobronchial ultrasound bronchoscopy (ebus) and the procedure was successfully completed. It is unknown if the procedure was completed with the same device or similar device. No procedure delay occurred. The patient is reported as 'doing fine.'

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. H4: jun2021. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to device handling by the user might have contributed to the event such as: ·it was possible that the balloons might have not deflated completely when the endoscope was withdrawn from the patient. ·the balloon was not lubricated. The "et tube" is used in combination with a scope to insert the scope into the patient, so we conclude that it is a "tracheal tube". After checking the contents of the instruction manual (drawing number (B)(4), revision number 8), the following warning was issued. ·always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. Olympus will continue to monitor field performance for this device.